Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.00x32mm promus element¿ plus drug-eluting stent was selected to treat the lesion. However during unpacking, it was noted that the stent material was missing. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the proximal end of promus element plus, mr, ous 3.0 x 32mm stent delivery system (sds) including the manifold, hypotube and some of the midshaft was only returned. The distal part of the device (including remaining part of the midshaft, inner lumen, outer extrusion, balloon, stent and tip) were not returned for analysis. A visual and tactile examination found the midshaft stretched and broken at 101mm distal from the hypotube to midshaft bond. The break may have occurred due to the application of excessive tensile force which may have initially stretched the device and then resulted in the shaft polymer extrusion breaking. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found several kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is within specification. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. Based on the specified stent protector profile and the max crimped stent profile for this device shows there is no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 3.00x32mm promus element¿ plus drug-eluting stent was selected to treat the lesion. However during unpacking, it was noted that the stent material was missing. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.